Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the ECG signal was blinking out. No adverse patient impact was reported.